Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a g7 sensor; pump status showed no delivery-stopping alarms, fingerstick confirmed elevated glucose at 403 mg/dl, and the user questioned whether meal insulin was delivered. Symptoms included hyperglycemia. Outcomes included continued elevated glucose requiring troubleshooting, with subsequent decline to approximately 150 mg/dl after intervention. Investigation included remote troubleshooting and guided replacement of the infusion set and tubing, including fill tubing and fill cannula steps, with insulin delivery confirmed to have resumed. Investigation of this case revealed no alarms or confirmed hardware malfunction during the event, and the hyperglycemia was of unclear cause despite set and tubing replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.